Manufacturer narrative:
A ge svc rep is investigating this report. An order has been placed for a flip-flop brake handle and bearings. It is believed that once the identified components are replaced, the sys will perform as intended. If add'l info should indicate, otherwise, a f/u report will be submitted as required.

Event description:
It was reported that the arm on the 9600 sys is difficult to move in the transverse direction and the locks are in need of attention. There was no report of pt injury.